Manufacturer narrative:
Concomitant medical products: 5068-45 lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt dizzy and lightheaded. There was an attempt to reprogram the right ventricular (rv) lead but this was unsuccessful. It was observed that the lead had dislodged. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.